Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip acetabular liners.

Event description:
The patient was revised to address pelvic fracture. The original implant date is unknown. Doi: unknown; dor: (B)(6) 2018; unknown hip.